Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Synergy ous mr 3.50 x 32 stent delivery system was returned for analysis. The stent was returned separated from the stent delivery system. The entire length of the stent was damaged. The balloon was reviewed it was noted that it was in a deflated state. Crimp markings were evident on the balloon wall. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged and stent detached/separated.